Manufacturer narrative:
The device was not returned to erbe for an evaluation. The provided investigation report stated that the return electrode (referred to as a "negative plate or negative electrode plate") performed as intended. Their visual examination revealed: "1. Most of the edge of the negative electrode plate had scorch marks. 2. There are obvious indentation marks on the negative electrode plate. 3. Yellow liquid/stain on the negative plate. 4. There is hair (body hair) stuck on the negative plate." Then, the report documented "our preliminary analysis for the event may occur for the following two reasons. 1. The negative electrode plate application area is not cleared in time to remove excess hair or indentation, which may lead to excessive contact impedance during surgery, resulting in false contact and excessive local current density resulting in burns. 2. The negative plate dressing area had multiple liquid infiltrations, which was suspected to be iodine. The disinfection solution was not completely dry, resulting in patient burns." Procedures and warnings in the nessy omega return electrode notes on use provides guidance on mitigating the risk associated with the reported event. Therefore, it was conveyed to erbe that training was performed with "medical staff again to avoid recurrence of such incidents". Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a hemostasis treatment on a patient's leg (muscle hernia) due to myelomeningocele. An electrosurgical unit or system [model(s) not reported] was being used with the erbe nessy omega return electrode (also referred to as a neutral electrode, patient plate or pad, etc.). The neural electrode was placed on the "patient's left thigh near the knee where the muscle is rich". No other information was provided regarding any other accessory used or the equipment settings. During the interventional work, there was "erythema and other scalding conditions". The patient plate was removed from the patient and a cold compress was applied to the affected area. Then, a burn cream was used to further address the necrosis. Finally, it was reported that the patient recovered from the burn.